Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5073849.

Event description:
It was reported that the patient was experiencing unpleasant stimulation with lead placement. The patient underwent leads adjustment procedure and was doing well postoperatively.